Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0b716, implanted: (B)(6) 2013, product type: lead. Product ID 3889-28, lot# va0b716, implanted: (B)(6) 2013, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss of therapeutic effect and bladder control. The patient had been leaking for the past week or two. The patient had leakage before implant. Stimulation had been increased to 3.6v, which seemed to help the patient as they were doing better with the leaking. The patient had tried different programs and it was currently working "95%." The health care provider (hcp) told the patient not to change to other programs and to not change the intensity very much and the patient hadn't. Overall, therapy had worked for the patient and helped with leaking. The patient got up 2-3 times a night and that had not changed from before implant. The patient was doing well. The programmer batteries were down to about 1/4 the patient saw their hcp on (B)(6) 2014 and would not have another appointment until (B)(6) 2015. On (B)(6) 2014, the patient's implantable neurostimulator (ins) was working pretty decent. The patient was on program 2 and it worked pretty decent "and it got to where it did not". The occurrence was "probably the first month that she had it." When the patient went to the bathroom, they were not totally emptying. The patient would have to cough hard or press on her bladder to empty it and if they did not do that it would build up and they would leak. The patient went 2-3 days without leakage. The patient had 4 other programs and wanted to know why they cannot try those. The hcp checked patient's bladder and saw it was empty and that they have solved the patient's problem, but patient would still have leakage. The patient did not feel stimulation all the time. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up has been conducted to obtain this information. If additional information is received, a follow-up report will be sent.